Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD), the physician was unable to get the wrench to click in the setscrew. The device was not used and another ICD was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw and a set screw with a rounded socket.